Event description:
The pt reported receiving a 04 (occlusion) error message on his insulin infusion device. The pt was instructed to disconnect from the device and run a prime through the infusion set tubing. The prime started to go through but no insulin came out and he received an occlusion message. The pt was then instructed to change the tubing and try to prime. The pt did so and again received an occlusion message. The pt was instructed to remove the tubing and run a prime through the adapter which again occluded. The pt was instructed to remove the cartridge and piston rod and run an empty prime which went through without error. The pt said the piston rod was a few months old. A new piston rod, batteries and adapter was sent. At this point, the pt mentioned his blood glucose was over 500 mg/dl and he was not feeling well. He stated his vision was very blurry and he was having difficulty breathing. The pt was advised to seek medical attention. On follow up, the pt stated he received the new accessories and changed to them. He said he has had no further occlusions since he changed the accessories and his blood glucose readings have returned this normal range of 100-130 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.